Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. Information requested, not yet received.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. As a result, surgical intervention wherein the entire scs was explanted was undertaken at an unknown date to address the issue. No other information is known.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.